Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 477 mg/dl and 495 mg/dl. Customer stated that her pump was working properly prior to the incident then her blood glucose started to get high. The customer was treated with the insulin pump. The drive support cap was normal. The customer had using the insulin pump within the 48 hours of the reported high blood glucose. Insulin pump will not be returned for analysis.